Manufacturer narrative:
Additional information d4 serial number, h6 method;the device serial number was provided yet no device returned for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarm when the clamp was freed and open but did not alarm when the clamp was in place clamping the line while an infusion was running during therapy at 150 ml/hr (medication, dose and programmed amount unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.